Event description:
A customer reported hearing a fluttering sound while using the phaco handpiece during a cataract extraction procedure. The procedure was cancelled. There was no harm to the patient reported. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not replicate the reported event. The company representative tested 3 phaco handpieces at the facility with no observed nonconformities. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause could not be determined. (B)(4).